Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon evaluation, the f600 fuse was broken off the c/a board. The cause of the inability to power on is the broken fuse. The root cause of the broken fuse cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power up.